Event description:
This is a report of a colleague infusion pump with a failure code 199:117:284:0000. The reported condition occurred upon power up. There is no patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the batteries and battery harness were replaced. This issue has been escalated to CAPA.

Manufacturer narrative:
The condition of failure code 199:117:284:0000 was confirmed and duplicated due to faulty main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).